Event description:
It was reported that the catheter fractured and the device separated into three parts. Two parts have been removed and one part still remains in the patient. Received the following additional information: the catheter was removed because a crack was visible. During removement, the catheter separated in 3 pieces and had to be retrieved. There is a plan to have the retained component removed with an additional procedure.

Manufacturer narrative:
The complaint of catheter breakage is confirmed. The complaint sample was returned in two sections. The proximal section contains the sure cuff and white luer. The distal end of the proximal sections reveals a smooth, glossy striated veneer. These features are seen at the proximal end of the distal section the two cut ends were mated together and reveal a close match. The opposing end of the distal section reveals a granular veneer. The broken edges and granular cross sectional veneer are consistent with a break in the tubing as opposed to sharp instrumentation; at this time the mechanism of the break damage is undetermined. According to the notes in this file a third section of catheter tubing resides in the patient at this time. The complainant indicates, "there is a plan to have the retained component removed with an additional procedure." Gross visual and microscopic examinations and functional testing showed no evidence of a defect or deformity related to the manufacturing process. A lhr of reug0013 showed no other similar product complaint(s) from this lot number.